Manufacturer narrative:
It was reported that the monitor fell off the articulating arm (vp8525) and onto a nurse causing an injury and requiring her to pursue medical leave. The supplier quality engineer (sqe) contacted the vendor and confirmed they assemble the portion of the device, metal plate to arm, that holds the monitor in place before shipping. This is documented in the subassembly prints prior to packaging. This vendor device, manufactured by touchpoint medical, was returned to conmed for evaluation. Visual inspection of the device determined the plate was mounted to the arm upside down. In this position, the monitor mounting screw heads are not properly secured within the slot when the monitor is in place. This would allow the monitor to detach from the plate/arm and fall. It was determined that this was most likely improperly assembled at the manufacturing site. Touchpoint medical was notified of the issue and a supplier corrective action request (scar) was sent on 2017-07-08. This scar requested that a root cause analysis take place and corrective actions be performed. A two-year review of complaint history found no additional complaints related to this device and complaint issue. No additional complaints have been reported against lot 150716b. The instructions for use caution the user to inspect and test all equipment prior to use and deem a biomedical engineer or qualified person should install this device in the operating room. Complaints involving this product will continue to be monitored through the complaint system.

Manufacturer narrative:
At this time conmed is awaiting receipt of the device for an evaluation. Upon the completion of the product evaluation and complaint investigation a supplemental and final report will be filed.

Event description:
The sales representative reported that the user facility contacted him on (B)(6) 2017 to report the articulating arm fell off today and landed on a nurse in the operating room. The nurse is on medical leave. Follow-up with the user facility was made on june 6, 2017. According to the nurse manager, as the nurse was removing the cover on a 40" monitor being held up by the articulating arm bracket the monitor fell off the bracket. The customer has advised that the bracket holes of the articulating arm were upside down on the plate that the screws are installed through. The nurse twisted to try to catch the monitor and wrenched her back. The nurse spent time at home with limited activity and is now fully recovered.